Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that in early 2007, the patient underwent stenting of the dist cx (pre-dilated) with a xience v stent. In 2008, the patient experienced angina and was hospitalized. Troponin and ck mb measurements were elevated. A diagnostic coronary angiogram was performed which revealed >=70% and <100% within the dist cx where a xience and another company's stent were previously implanted. The following day, the patient was revascularized with balloon angioplasty and another company's des. The patient was discharged home the next day. No additional event or patient information is available.